Event description:
Pt was admitted 5/13/97. She experienced cardiac arrest on 5/15/97. During resuscitative efforts, the monitor failed to display an EKG tracing. Pt expired. The equipment was evaluated and it was determined there was a hardware failure with the monitor's low/high voltage supply and the volt regulator. This rendered the monitor incapable of displaying an EKG signal in the display or chart recorder. It is not clear whether the aforementioned problem caused or contributed to the pt's demise.